Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with prolonged out-of-range values after a prior bent cannula was resolved, including a low followed by a manually entered high blood glucose of 305 mg/dl after overcorrection, and concurrent cgm interruption that was later restored; education was provided on avoiding meal announcements when treating lows and on avoiding overcorrection. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and user report, along with troubleshooting and education. Investigation of this case revealed low and high glucose events with contributing user actions during early use of the system, with cgm interruption and subsequent reconnection, and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.